Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following cause. - facility staff was less trained in reprocessing and/or device handling according to IFU.

Event description:
Olympus medical systems corp. (Omsc) was informed that the local field service engineer checked the subject device and found that the nozzle of the subject device was clogged with foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. However, the local service department could not check the foreign material since the field service engineer changed the nozzle directly in the field. A supplemental report will be submitted, if additional or significant information becomes available at a later time.